Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis event manifested by abdominal pain and cloudy fluid . The cause of peritonitis was unknown. It was reported the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) amikacin injection (250 milligrams in first and third bag, frequency and duration not reported) and intravenous ofloxacin injection (200 milligrams, for five days) for peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information was available.